Event description:
We had a defective bovie handpiece. The electrocautery machine indicated that the bovie handpiece was actually on when it wasn't in use. We knew the bovie was on because the machine was making the "in use" sound. This could have potentially caused harm to the patient if not addressed. Ref: sep6000 lot: 2207206x. This item was defective and removed from the field. Many similar events in the maude database. Manufacturer response for bovie pencil, bovie (per site reporter). Manufacturer has the pencil and is frequent email communication with our teams.